Event description:
Soft contact lens wearer developed pain in left eye. General medical dr diagnosed iritis and treated her with prednisoloe acetate 1%. She was seen by an ophthalmologist 26 days later with a white infiltrate in the left cornea. Vision was 20/30. It gradually progressed with multiple different treatments, including steroids, antibiotics and a bandage contact lens. Twenty-nine days later, a new consult determined probable fungal infection and noted single agent renu as a risk factor. Vision was 20/100. Scrapings showed fungal elements and culture confirmed beauveria bassiana infection. -literature search found three previous reports of corneal infection from this fungus. Pt treated with topical natamycin and ketoconazole along with oral ketoconazole. By 3/30/2006 infection was improving with vision improved to 20/30. Pt developed progressive pain in left eye with decreasing vision starting the next day. Was seen 3 days later, vision was hm, antifungals were increased. The next day va was cf with proressive ulcer with hypopyon. Suspected bacterial secondary infectin. Therapeutic penetrating kearatoplasty was performed. Gram stain of ulcer showed gram negative rods. Six day later, vision 20/100 pinholing to 20/70 with no signs of recurrence in transplant or host tissue.